Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. On 16-may-2024, it was reported that the patient's cannula was fractured and cannula was still in skin. The site was hips. No further information available.